Event description:
Catheter placed by anesthesiologist in preparation for cardio-thoracic surgery. Approx 5 minutes later pt had onset of massive hemoptysis and arrested. CPR began immediately with intubation/ventilation, external massage, meds, blood transfusion, and chest-tube placement. Code was unsuccessful and pt was pronounced dead. Device not saved. Physician states no defects noted at routine pre-insertion inspection. (*)